Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: flat creases, delamination of valve. A leak test was performed and were found two openings and delamination of valve. A microscopic analysis identified: total delamination of diaphram flange disk assessed as adhesive failure, a curved cracked opening in valve assessed as cracked valve seat diaphragm valve and a curved striated opening on posterior side assessed as surgical damage. Based on the device analysis the final assessment is: delamination of diaphram flange disk assessed as adhesive failure; a crack opening on valve assessed as cracked valve seat diaphragm valve; a curved striated opening assessed as surgical damage.

Event description:
Patient reported right side, "the rupture occurred after a mammogram". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation: deflation further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported right side, "the rupture occurred after a mammogram". Device has been explanted.